Manufacturer narrative:
Qn#(B)(4). Customer returned one 7fr, cvc catheter and one cath-gard for evaluation. An unopened representative si-09903-e was also returned. It was confirmed that the sheath within si-09903-e was the sheath used in the procedure. However, the actual sheath used was not returned for evaluation. Visual examination of the cath-gard and catheter was completed and no defects or anomalies were found. However, dried blood was observed both inside the cath-gard sleeve and inside it's housing. Visual inspection of the actual sheath used in the procedure was not visually examined since that sheath was not returned. A visual inspection of the representative sheath was completed and no defects were found. However, the lidstock of the representative material returned states that the sheath inside the kit was for use with 7.5 - 8fr catheters. The catheter returned with this complaint was a 7fr catheter. The od of the returned catheter body measured 0.097" which is within specifications. ID of the cath-gard housing measured 0.124" which is within specifications. The returned catheter body was initially flushed to ensure no blockages were detected in any lines. The catheter was leak tested according to bs en iso 10555-1 annex c. With the distal end of the catheter occluded, water was injected into all three lines of the catheter to a pressure of 300 kpa and maintained for 30 seconds. No leaks were observed from any part of the catheter. The returned 7fr catheter was inserted into the cath-gard and the cath-gard was locked into place to functionally test the cath-gard. The catheter was tugged on both ends and the catheter stayed in place as expected. A DHR review was completed on the catheter, cath-gard and representative sheath with no relevant manufacturing issues found. Product label (lidstock) was reviewed as part of this investigation. The label states that the sheath inside that particular kit is for use with 7.5-8fr catheters. Since the customer could not provide the actual sheath used in the procedure, no leaks were detected within the catheter, and because the customer stated they used material si-09903-e with a 7fr catheter; the root cause of this investigation is deemed undetermined. Therefore, no corrective action is required. The customer complaint of a leaking component could not be confirmed through this investigation. Visual examination of the cath-gard revealed dried blood both inside the cath-gard sleeve and inside it's housing. However, no visual, functional or dimensional defects were found on either the cath-gard or the catheter and the actual sheath used in the procedure was not returned. A DHR review was completed on all three components with no relevant findings. Furthermore, the sheath that was stated to be used in the procedure was for use with 7.5-8fr catheters and the catheter returned was a 7fr catheter, this could contribute to the leaking. Therefore, the root cause of this investigation is considered undetermined and an in-service request was initiated. New-page

Event description:
The customer reports that when inserting the hands-off catheter into the sheath, immediate blood entry into the protective cover occurred. No report of patient injury or intervention.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when inserting the hands-off catheter into the sheath, immediate blood entry into the protective cover occurred. No report of patient injury or intervention.